Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was over 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer reports they contacted their health care professional regarding the high blood glucose. Customer stated that the auto mode feature was not active and automatically adjusting insulin at time of high blood glucose level. Customer was not alleging insulin pump was under delivering. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.